Event description:
The device was used during a laparoscopic bowel resection. It was reported by the rep. The product found to be faulty upon initial loading of clip and prior to the entry into the abdomen. A new unit was opened to complete the case. There was no consequence to the pt.